Event description:
It was reported that during a hand assisted sigmoid resection, two lap discs tore during the insertion into the incision. A competitor's product of the same type was used to complete the case. There was no patient consequence.